Manufacturer narrative:
The axium prime coil will not be returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the coiling treatment of small basilar, unruptured, saccular aneurysm, this coil prematurely detached in the microcatheter. It was reported that while pushing the coil through the microcatheter the coil detached. It was reported the physician withdrew the coil successfully with the microcatheter. Implanted more coils and procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.